Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On 12/27/2025, it was reported that the patient did not get any notification that he has low otherwise he would have treated his low sugar. (Egv were not asked during the call). On (B)(6) 2025, a day after he inserted his g7 sensor, his boyfriend called 911 because he had a seizure. When the paramedics arrived, bg was taken and was at 21 mg/dl. He was given glucagon injection. He was disoriented and combative. And restrained. He was brought to the emergency room (ER), and he stated that he was diagnosed with delirium from hypoglycemia. He was given versed 10mg im, the patient was in the ER for 14 hours, passed out. No other details were provided. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 12:55 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to sensor expiration on 12/28/2025. On the date of the reported event (12/27/2025) there were no glucose alerts and the egvs never dipped below 164 mg/dl. It was noted that the high glucose alert had been disabled prior to the reported event date. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - delirium.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient did not get any notification that he has low otherwise he would have treated his low sugar. (Egv were not asked during the call). On (B)(6) 2025, a day after he inserted his g7 sensor, his boyfriend called 911 because he had a seizure. When the paramedics arrived, bg was taken and was at 21 mg/dl. He was given glucagon injection. He was disoriented and combative. And restrained. He was brought to the emergency room (ER), and he stated that he was diagnosed with delirium from hypoglycemia. He was given versed 10mg im, the patient was in the ER for 14 hours, passed out. No other details were provided. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.